Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that vision outcome was lower than expected post-implant of the intraocular lens (iol). The surgeon stated that the iol was positioned at 80 degrees axis on day of surgery and it rotated to 62 degrees as measured at one week post-op. Surgeon proceeded to reposition the iol at the clinic to back to 80 degrees. The patient is stable on the last post-op visit. No other information provided.